Event description:
As reported to coloplast though not verified, pt was implanted with the aris mesh on (B)(6) 2007. Later pt experienced erosion, extrusion, infection, pain, urinary problems, organ perforation, recurrence and bleeding. A revision surgery was performed on (B)(6) 2013.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.